Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Appropriate term/code not available - unknown reason for explant. Further information was requested but was not available.

Event description:
Related manufacturer report number: 2017865-2020-04323. An initial report indicating a fracture and lead failure was received. Further investigation revealed the patient presented for a follow up (B)(6) 2020 during which no capture was present on the right ventricular lead. The patient returned on (B)(6) 2020 and capture was still not observed on the right ventricular lead. The patient was scheduled for an extraction. The right ventricular lead was explanted and replaced. The atrial lead was also explanted for unknown reasons. The patient returned for a follow up in clinic (B)(6) 2020 and was stable though shortness of breath was observed. The patient was diagnosed with thrombosis (B)(6) 2020 unrelated to the device and discharged (B)(6) 2020.